Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had intermittent image with severe noise, flickering with no image. The issue was found during general routine inspection. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation, an olympus field service engineer inspected the device at the user facility. The olympus field service engineer found the device was working fine with no noise or flicker. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.